Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the main knob and the device would be unable to power on without the use of a tool. Complainant indicated that there was no patient involvement in the reported malfunction.